Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer's mother called to report a pod alarm that was received during the night. High bgs (270-347mg/dl) were experienced throughout the entire 12 hours of this pod's use. After receiving the alarm, the customer deactivated the pod and will be returning it for evaluation.